Manufacturer narrative:
Thv/tvt registry. The investigation is ongoing.valve was not returned for evaluation.

Event description:
As reported by implant patient registry, approximately 1 year and 14 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the valve was explanted due to unknown reasons. An edwards surgical valve was implanted. Per medical records review approximately 1 year post tavr the patient was admitted after being found to have critical aortic stenosis (as) of tavr valve and it was decided to explant the valve. 11 days after admission the patient was transferred to ICU due to respiratory distress and for ongoing management of critical as. 3 days later a savr procedure was performed with an aortic root enlargement and placement of a 23mm inspiris valve. Post implant tee reported normal biventricular function, severe tricuspid regurgitation (preexisting) and mean aortic valve gradient 7 mmhg. On post operative day (pod) 5 the patient was transferred back to ICU for altered mental status and lactic acidosis with right ventricular failure, acute liver failure, mixed shock, no pulse on the right leg dorsalis pedis and posterior tibial arteries and was diagnosed with disseminated intravascular coagulation (dic). On pod-9 the blood cultures showed gram negative bacilli. On pod-10 the patient had a rapid decline with hemodynamic instability requiring high dose vasopressors. After discussion with family, the patient directive was changed to ''do not resuscitate'' and care was withdrawn. The patient subsequently expired on pod-11. Additional information was not provided.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The device was not returned for evaluation. As the device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post-implantation - stenosis was confirmed based on medical record provided for evaluation. A review of the device history review (DHR) did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. The reason for explanting the valve approximately 1 year and 14 days post-tavr was due to valve stenosis. Available information suggests that patient factors (hyperlipidemia, end-stage renal disease) may have contributed to the reported event. Since no product non-conformances or IFU or training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.